Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer was assisted with this process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump while advised to call back if the issue happened again, which the customer understood.